Event description:
It was reported by the customer stating that during a breast biopsy, they were able to retrieve 1 sample then they noticed that the drive was making a loud grinding noise then blew a fuse in the control module. The field engineer changed the fuse and the control module worked properly. They aborted the case and sent the pt home under normal post biopsy instructions. The pt was rescheduled for an unk date.